Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open skin irritation under the ucor hfams patch. The patient reported that a layer of skin was lost when the patch was removed. There was no alleged device malfunction contributing to the irritation. Outcome of the skin irritation is unknown.